Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cutting wire broke. No part of the device fell off into he patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Event description:
It was reported to boston scientific corporation that a jagtome was used during an endoscopic sphincterotomy (est) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the cutting wire broke. No part of the device fell off into he patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Visual evaluation of the returned device found that the working length of the device was twisted and bent, the extrusion was melted at the proximal pierce hole, and the exposed cut wire was bent and broken. The broken ends of the cut wire remained attached to the device--one end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The broken ends of the cut wire appeared blackened. The outer diameter of the exposed cut wire was measured and found to meet specification. Review and analysis of all available information indicated the most probable root cause for this event was operational context, likely due to the procedural factors/ generator settings. A device history record review could not be performed since the lot number was not provided.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.